Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger; product ID: 97745, serial# (B)(6); product type: programmer, patient; product ID: 97745bp, serial# (B)(6), product type: accessory; product ID: 97745nt, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and mentioned the old controller was able to connect to the implant but not the replacement. During the call patient plugged the ac power into the replacement controller. Patient got no device found. Patient inserted the replacement battery and green light was flashing above the screen. Patient plugged the recharger and got excellent. Controller was at 90% and implant was at 50%. Patient inserted the replacement battery into the old controller and when patient unlocked the controller they saw their home screen. Patient plugged the replacement recharger into the old controller and got the replace controller batteries message. Agent redirected patient to their hcp to help them page a representative to unpair/repair the controller. Agent also emailed representatives but did not guarantee a call back. Patient was escalated about their customer service experience and the issue had been ongoing for 7 days. Agent closed case. Upon further review patient also mentioned the back cover didn't fit. Agent advised patient to swap dummy controller's back cover and put it into their replacement controller. Called escalated pt back, and they repeated their concern about calling medtronic and hearing an agent name "esme" answer who had a baby and was screaming at the baby in arabic. Reviewed that we do not have anyone by that name in pats, and that the pt might have called a different dept at medtronic. Caller says they are going to report that call and my call with her just now to our ceo and asked for my name. I gave my full name and she didnt believe that was my real name, and ended the call. 2024-12-04 (B)(6) (con): pt called back stating they were still having problems with the equipment and troubles recharging the implant. Pt said they keep getting a message saying 'battery in controller needs recharging'. Agent tried to make sure pt was using most recent equipment (controller, battery pack, and rtm all replaced in this case). Pt was using the old controller on the call and pt could not find the new controller. Pt stated that the back cover does not fit on the new controller - agent reviewed to place back cover from dummy controller. The pt then stated that lately, they 'are not having good luck' and is having intermittent problems with 'it' (pt was unclear if pt is talking about equipment issue in this case or a therapy issue). Pt asked if they can switch to boston scientific. Pt stated they will find the replacement controller and call back tomorrow. Pt called back with her equipment and verified they are able to connect and charge the ins. The ins battery is in the red. The controller is 90% pss is going to call pt back in 1 hour to verify that the ins is incrementing in charge. Pss made an outbound call to pt to verify that her ins was charging and pss left a vm to call back if she is having any other issues.

Event description:
Patient called back and said they had ongoing issue with their equipment. Patient repeated previously documented information. Patient reported they had their controller charged fully and the ins was charged and stimulation was on, but when they wanted to turn stimulation off, they kept getting 'no device found.' Patient tried to reset the controller, but that did not resolve. Agent had patient confirm they were using the newer controller replacement that had been previously sent. When patient connected the recharger, they were able to connect to ins and charge. Agent walked patient through turning stimulation off with the top white button on the controller and reviewed for now they can use their recharger antenna to make connection. Agent mentioned ability to have a rep unpair and re-pair the controller, which the patient claimed they had tried already.agent reviewed information, patient will continue to use recharger antenna to make connection for the time being, and agent will send replacement controller. The patient felt their experience in the past with patient services was not good. Agent sent email to repair and closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.